Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station had frozen during mid-transaction. A technical support specialist (tss) monitored the station and confirmed that no further issues occurred after the initial reboot. The station was observed for a few days, and no additional issues were reported. Customer gave permission to close the ticket and advised that a new ticket would be raised if the issue recurred. Knowledge article "resolved issue - non specific resolution" was attached as the resolved reference for the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was freezing in middle of transaction. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.